Event description:
It was reported that during trial procedure, one electrode broke off when the physician was navigating the lead. The device fragment was not retrieved. However, the patient was reportedly doing well postoperatively.

Event description:
It was reported that during trial procedure, one electrode broke off when the physician was navigating the lead. The device fragment was not retrieved. However, the patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316-50e, (sn (B)(6)). The returned lead was analyzed and visual inspection revealed that the distal tip and electrode number 1 separated from the distal array and both were not returned. With all the available information, boston scientific concludes that the allegation of lead body damage was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees.